Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. No further info is available on the repair of the lift at this time. The investigation is ongoing, however if additional relevant info is identified, a supplemental report will be filed.

Event description:
Hill-rom received a report from (B)(6) stating the complainant found a slingbar bolt broken and the slingbar off the lift. The lift was located in the shower room. There was no injury reported. This report was filed in our complaint handling system as complaint # (B)(4).